Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: a review of the black box showed the delivered boluses on each day correctly matched the total daily dose bolus history. A manual 10 unit audio and 10 unit normal bolus were performed accurately in the bolus history and bolus total daily dose history correctly showed 20.0 units. No hypersensitive or stuck keys were observed on the keypad. The complaint of the pump bolus totals calculating a greater than 5% discrepancy during this investigation was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the bolus totals did not calculate correctly. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.